Event description:
It was reported that the patient¿s right atrial (ra) lead had dislodged. During the repositioning procedure performed on (B)(6) 2026, a connection issue was identified involving the implantable cardioverter defibrillator (ICD) set screw, which detached and was removed along with the wrench. As a result, the ICD was explanted and replaced, and the ra lead was successfully repositioned. The patient remained stable following the procedure.

Manufacturer narrative:
The reported events of a fitting issue and detachment of component were confirmed by analysis. Final analysis found the set screw to be out of position, consistent with being over-rotated counterclockwise during repositioning. After re-installing the set screw, leads were able to be tightened without any issue. No anomalies were detected.